Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was being taken to the operating room for explant of an infected pump and possible cardiac recovery. The patient was initially on battery power and was switched to the power module (pm) by perfusion for monitoring during the procedure. After about 1 minute of power from the pm, the red heart alarm sounded and perfusion noted the flow was 0lpm and 0rpm. The patient was immediately placed back on battery power. The pump function returned after being placed on battery power. Rpms returned to fixed speed and usual flow. The pump was explanted as originally planned. The pm and patient cable remained at the implanting center and were run on a demo pump for troubleshooting with no issues reported. It was later communicated that a heartmate touch was in use during the procedure that had also been used the previous day on a different transplant. Evaluation determined that the sequence of events suggested that during the previous transplant, the system controller was disconnected before the red progress bar (displayed on the heartmate touch app after pressing the ¿stop pump¿ button) had completed filling, which resulted in a pump stop when this patient's device connected to the heartmate touch app. Related manufacturer report numbers: 2916596-2023-02718, 2916596-2023-02717, 2916596-2023-03468, 2916596-2023-03471.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red heart alarm and 0 rpm speed and 0 lpm flow after the controller power cables were switched from 14v batteries to a power module can be confirmed based on the log files retrieved from the returned system controller. The data recorded in the event log file revealed that the pump was operating at the set speed (5300 rpm) with no active alarms from (B)(6) 2023 18:16 to (B)(6) 2023 when at 07:25 the controller¿s power cables were disconnected from 14v batteries and connected to a power module. The data captured 4 minutes later (at 07:29:50) revealed that an intentional pump stop command and low flow and lvad off alarms became active followed by a pump stop (approximately 1 second later). The pump remained at 0 rpm for approximately 17 seconds when the white power cable was disconnected from the power module, the intentional pump stop command cleared and the pump restarted. The data captured at 07:30:14 indicated that both controller¿s¿ power cables were connected to 14v batteries, the alarms cleared and the system continued to operate at the set speed (5300 rpm). The data recorded at 08:27:32 suggested that the backup battery was disconnected and the backup battery not installed alarm became active. The remaining data contained in the log file appeared consistent with the report of pump being successfully explanted. The data included speed and flow changes and both fuses being damaged consistent with the cutting of the driveline at the end of the explant procedure. The periodic log file contained events recorded from (B)(6) 2023 to (B)(6) 2023. The recorded data did not add any new information regarding the reported event. The heartmate touch was not returned for evaluation. The sequence of events captured in the log files and information that the heartmate touch (hmt) tablet used during the event was also used the previous day on a different transplant suggests that the white power cable was disconnected before the red progress bar (displayed on the heartmate touch app after pressing the ¿stop pump¿ button) had completed filling. Disconnecting the controller from the power module before the progress bar completely fills after sending the stop pump command would result in a pump stop on the next running pump that is connected to the heartmate touch app. A corrective and preventative action (CAPA) has been initiated to address this issue. The device history records were reviewed, and the records revealed that the heartmate touch was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump off and low flow alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) chapter 4 ¿heartmate touch communication system¿ explains the operation of the heartmate touch system. Instructions for using the stop pump feature are provided under ¿clinical view¿. The user is instructed to tap stop pump. A stop pump confirmation message then appears. The user is instructed to tap stop pump to confirm. A progress bar then appears and pump will stop within a few seconds. The IFU then states that after the pump stop completes, start pump appears and the pump may be restarted. Additionally, the IFU states that after the pump has stopped, the stop pump panel will close, and the clinical view will be displayed. The stop pump feature is changed to start pump. It is also noted that if the backup battery is installed in the controller, pressing the system controller alarm silence button will restart the pump. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.